Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a roux-en-y procedure, two reloads dislodged inside of patient. The needles were removed from the patient's cavity. Another device was opened to complete the procedure. Reloads are not available for return.